Event description:
Pt called to report problems with starkey hearing aids. Pt stated he's had problems with them ever since he first got them on (B)(6) 2018. Pt says he's been back 14 times for adjustments, but still cannot hear out of the right ear, and has problems hearing with the left side as well. Pt is frustrated with practitioner and devices.